Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an intraoperative stage 2 procedure high impedance measurements of >40000 ohms were found: c0 1487, c1 2602, c2 2472, c3 >40000, 01 3432, 02 3464, 03 >40000, 12, 13 >40000, 23 >40000. Also, the following measurements were found: c0 2295, c1 2513, c2 2603, c3 2447, 01 4160, 02 4600, 03 4479, 12 4462, 13 4629, 23 4489.